Event description:
Abnormal signals (non-physiological) in atrial lead vega r45 (s/n: (B)(6)) and ventricular lead vega r52 (s/n: (B)(6)) were recorded into the device memories. Currently asking sales representatives to obtain patient files from the date of implantation onwards. Due to hospital regulations, cannot provide x-ray images.

Manufacturer narrative:
Additional information: the device history record (DHR) analysis shows that the units related to this report met all specification requirements at the time of inspection. The analysis did not identify any product rejections during the manufacturing process, nor any deviations that could have led to the reported event. The review of the patient files revealed abnormal electrical behavior, including abnormal fluctuations in ventricular sensing values, crosstalk recorded by the device on the ventricular egm (ap sensed by the ventricular lead), and noisy ventricular and atrial egms, possibly attributable to external 50 hz interference. Once the review is completed, a follow-up MDR will be submitted with the final report (conclusion).

Event description:
Reportedly, abnormal signals (non-physiological) in atrial lead vega r45 (s/n: (B)(6)) and ventricular lead vega r52 (s/n: (B)(6)) were recorded into the device memories. Currently asking sales representatives to obtain patient files from the date of implantation onwards. Due to hospital regulations, cannot provide x-ray images.